Manufacturer narrative:
(B)(4). (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as a contamination of the skin or a mistake in aseptic technique. Peritonitis was manifested by cloudy effluent and suddenly severe abdominal pain. Beginning on the day of onset, the patient was treated with kezol 1 gram daily intraperitoneally (in extraneal) for twelve days for the peritonitis event. On unreported date(s), the patient was treated with glazidim 1 gram intraperitoneally (frequency and duration not reported) and vancomycine 1 gram intraperitoneally (frequency and duration not reported) for the peritonitis event. It was not reported if extraneal and physioneal therapies were ongoing. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.